Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h825535710, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6), product type: catheter. The main component of the system; other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-may-2014, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 03-dec-2013, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 100 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient's family noticed the patient experiencing baclofen withdrawal symptoms "a few weeks ago" relative to (B)(6) 2018. The doctor attempted to aspirate through the side port and was not able to, and determined the catheter was not working. The family then stated that the pump had recently begun to alarm. A motor stall was seen on interrogation. The pump had multiple stalls that began in (B)(6) 2018. The entire system was explanted, including pump and two catheters, and replaced. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-mar-21. It was reported that the cause of the inability to aspirate the side port was unknown. The pump was going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a motor stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.